Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1) using the packaged needle on the bone. Once pressure was applied to the plunger, the syringe dislodged from needle and the product "exploded" over the patient's face. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions; failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1) using the packaged needle on the bone. Once pressure was applied to the plunger, the syringe dislodged from needle and the product "exploded" over the patient's face. There were no injuries.